Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt inverter board. Replacing the inverter board on the touch screen repaired the blank screen problem. A known good front panel assembly was installed and the touch screen became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a dim display. The cycler was sent to rework and the inverter board was found to be defective. The front panel was replaced and sent back to test and calibration and passed. Additionally, test and calibration found that the cycler had a blank screen on the pre-accelerated stress test (ast). The cycler was sent to rework and the front panel was replaced and sent back to test and calibration and passed. The display shows the cycler passed the hi-pot test. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler would not come on upon powering on the cycler. The outlet was reported to be working correctly. The cycler was rebooted and the ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.